Manufacturer narrative:
H11: the device was received for evaluation. During evaluation, the reported problem of "using 2 new tubing, the device always detects tubing, in spite of the fact that they are new, impossible to operating the device or1 time out of 5." Was not reproduced. A review of the event history log (ehl) revealed "reload set." Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the ultrasonic sensor and downstream sensor out of specification. The ultrasonic sensor requires replacement and force sensor requires calibration to address this issue. This alarm occurs upon pump-tubing set-up (tubing loading). Issue may result in a delay of therapy. A delay of therapy is not likely to cause or contribute to a death or serious injury.should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump "had using 2 new tubing, the device always detects tubing, in spite of the fact that they are new, impossible to operating the device or1 time out of 5 ". This occurred during programming/setup. There was no report of patient injury or medical intervention associated with this event. No additional information is available.